Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients left ventricular lead was exhibiting high capture thresholds and other vectors had phrenic nerve stimulation. Lead issue suspected to be due to lead positioning and patient anatomy. Lead was capped and replaced on (B)(6) 2019. Patient experienced no consequences.